Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 (clinical code, medical device problem code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated that on (B)(6) 2021, the patient received bilateral total knee replacements utilizing j&j depuy sigma, with press-fit femurs and cemented tibial tray and patella implants. Inserts were curved cruciate retaining devices. There were no reported complications. On (B)(6) 2023, the patient was seen in the clinic for a preop evaluation. There was a gross failure of the rotating-platform knee insert with significant medial varus laxity and flexion instability. The patient was scheduled for revision. On (B)(6) 2023, the patient's left total knee was revised to address gross instability, with revision of tibial insert and synovectomy. This appears to be related to an injury sustained during tennis, where the patient had a sudden onset of pain, discomfort, soft tissue deformity, and swelling. All other products besides the insert were found to be well-fixed and positioned and were retained.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
Clinical adverse event received for poly failure and tibial fracture. Event is serious and is considered severe. Event is possibly related to device. Event is not related to procedure. Date of implant: (B)(6) 2021. Date of revision: unk. Date of event: (B)(6) 2023 (left knee). Treatment: revision; tibial base was revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.